Event description:
It was reported that an ankylos c/x dental implant was placed in the maxilla and four days later, the dentist noted that the implant had dislocated into the sinus. The pt is not experiencing any complications and the removal of the implant is planned.

Manufacturer narrative:
Migration of implants, although rare, can occur during placement or the healing period and can be dependent on the success of bone augmentation procedures. Because surgical intervention is required to preclude permanent damage to a body structure or permanent impairment of a body function, this event is reportable per 21 cfr part 803.